Event description:
It was reported that during the device changeout, the lead was tested and results showed the lead was "not working well". Follow up determined the there was high threshold measured on the analyzer. It was noted the patient had several non-sustained ventricular tachycardia (nsvt) with the old device which could have been due to insulation problem. The lead was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the device changeout, the lead was tested and results showed the lead was "not working well". The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).